Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the geometry moves were blocked. During troubleshooting, the rse found that cn4 and cn3 leds on geo io box are not blinking. The rse confirmed that the led on cn1 also was not blinking, and the geo module needed to be checked. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were blocked. No user or patient harm has been reported. The device was in clinical use at the time of the reported event. Philips has started an investigation regarding the reported issue.